Event description:
It is reported that the device was implanted in 2009. The patient felt a pop in her knee getting out of the bath tub two months later, after which she experienced pain. An x-ray revealed that the poly surface had disassociated from the tibial baseplate. The patient was revised the following day.

Manufacturer narrative:
Evaluation summary: parts were not returned and x-rays were not available. Based on the information provided, the root cause appears to be a result of the failed lateral ligament and not a component issue: evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is no indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.